Event description:
Reportedly, no adverse events or alerts were observed in the one month and in the three month follow-ups. On (B)(6) 2018, infection of the subcutaneous pocket was observed due to the pulse generator implanted. Re-intervention was performed on (B)(6) 2018 and a device replacement occurred on (B)(6) 2018.

Manufacturer narrative:
Patient code and device code updated.

Event description:
Reportedly, no adverse events or alerts were observed in the one month and in the three month follow-ups. On (B)(6) 2018, pocket erosion was observed. Re-intervention was performed on (B)(6) 2018 and a device replacement occurred on (B)(6) 2018.